Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and seizures known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Additionally, the reported patient effects cerebrovasular accident and seizures are known observed and potential adverse events as listed in the xact carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on( B)(6) 2013, at (B)(6) hospital, a carotid stent was implanted in a right carotid artery and 7 days later, on (B)(6) 2013, the patient began seizures at home. He had six seizures in a two hour period. An ambulance transferred the patient to (B)(6) hospital. The patient is in intensive care unit now and was diagnosed with a new stroke. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.